Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the event. The cause was unknown. The patient was treated with two unspecified antibiotics for the event. At the time of this report, the patient was recovering. On an unreported date, the patient's catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis. Additional information is not available.

Manufacturer narrative:
Upon follow up it was medically confirmed (nurse) that the patient did not experience peritonitis. The patient experienced a methicillin resistant staphylococcus aureus (mrsa) infection affecting an unknown part of the body. It was reported that the mrsa infection was unrelated to the use of the baxter pd therapeutic system; therefore, this product is no longer considered suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.